Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for pain management (adverse event 1), approximately one month postoperatively, no additional treatment was done. The outcome of this event is resolved. For acute renal failure(adverse event 2), approximately one month postoperatively, the diagnosis was changed to chronic kidney disease. Approximately one month postoperatively, no additional treatment reported. The outcome of this serious drainage(adverse event 3) is reported as resolved. Without sequel.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part unknown cage and unknown infuse. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2016, patient underwent surgery from l2-l5 for olif25 and/or l5-s1 for degenerative disc disease or degenerative scoliosis in 2 stages. Stage 1: surgical approach: anterior neuromonitoring: "ssep" type of surgery: anterior surgery with interbody fusion and anterior instrumentation levels: 4 levels (l2-s1) bone grafting was done using local autologous, autogenous iliac crest or rib and other bone graft. Mesenchymal stem cell and rhbmp2 were used for bone grafting. Stage 2: surgical approach: posterior neuromonitoring: "ssep" type of surgery: laminectomy and pedicle subtraction osteotomy (l4-l5) and posterior fusion (l2-s1) using posterior instrumentation levels: 4 levels (l2-s1) bone grafting was done using other bone graft. Bmp with mesenchymal cells was used for bone grafting. (B)(6) 2016: patient was post-op discharged from the hospital without any complaints. (B)(6) 2016: patient presented to 'ER' and was admitted for pain management due to increased pain post-op. Treatment included hospital admission. Patient had serous drainage. (B)(6) 2016: patient was diagnosed acute renal failure. Treatment continued to include inpatient hospitalization. The outcome of this event is not resolved.

Event description:
On (B)(6) 2016, approximately three weeks postoperatively, the site reported a seroma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.